Manufacturer narrative:
Nonconformance investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed all the components were assembled properly in the tube. Inflation/deflation tests were performed with a 7cc syringe of air applied to the cuff. It was noted the inflation/deflation system worked properly. The cuff inflation line and pvt valve were submerged into a container filled with water, and no leaks were observed. The sample was left inflated 24 hours according to process instructions, and no deflation was observed. The reported customer complaint was not verified as the returned device functioned appropriately. (B)(4).

Manufacturer narrative:
Nonconformance investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed all the components were assembled properly in the tube. Inflation/deflation tests were performed with a 7cc syringe of air applied to the cuff. It was noted the inflation/deflation system worked properly. The cuff inflation line and pvt valve were submerged into a container filled with water, and no leaks were observed. The sample was left inflated 24 hours according to process instructions, and no deflation was observed. The reported customer complaint was not verified as the returned device functioned appropriately. (B)(4).

Event description:
Caller reported the tracheal tube had a leak from the cuff. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Cross referencing related medwatch report: 2936999-2014-00314 and 2936999-2014-00317.